Manufacturer narrative:
It was reported through a patient submitted medwatch that right hip revision surgery was performed. No reasons for the revision were provided. The patient reports within the medwatch event that the hemi head and modular sleeve were removed. Based on this information, the bhr cup and synergy stem are believed to have remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. No medical documentation or information was provided for investigation. The reported event cannot be assessed and a thorough medical assessment cannot be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Medwatch mw5081151. Patient reports undergoing a right hip revision surgery.